Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with a highest blood glucose of 221 mg/dl after breakfast while using the ilet system; the spouse contacted support to ensure alerts were enabled, confirmed the volume was on, and received education on infusion set change frequency for a 23 in 6 mm contact detach set, including responding to a prior ¿change¿ alarm that had been cleared without changing supplies. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education regarding alarm use and infusion set replacement. Investigation of this case revealed that blood glucose was corrected by a meal announcement, the ilet did not alert for high or low glucose during the event, and that supply change practices were reinforced, aligning with an insulin delivery and infusion set maintenance issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.